Event description:
It was reported that the patient passed away which was found through a patient outreach call. It was reported that it was not known if the passing was device related. There was no allegation of patient harm caused by the device or by a device related procedure. No additional information was provided. The physician was not aware of the patients passing, and no further information can be obtained.

Event description:
It was reported that the patient passed away which was found through a patient outreach call. It was reported that it was not known if the passing was device related. There was no allegation of patient harm caused by the device or by a device related procedure. No additional information was provided. The physician was not aware of the patients passing, and no further information can be obtained.

Manufacturer narrative:
Investigation summary:based on the available information (in the absence of product return), the root cause of the reported clinical observations cannot be established as the product has not been returned for analysis. Device history record review:a review of the manufacturing documentation for the device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis:the device was not returned for analysis. Therefore, a physical analysis could not be performed in our laboratory. Investigation conclusion:the device was not returned for analysis, and as such physical analysis has not been conducted in our laboratory. Review of the device history record did not identify any manufacturing deviations that could have contributed to the event. The cause of death remains unknown and insufficient information exists to determine any potential relationship to the device. Based on limited information and in the absence of device return, the root cause of the reported clinical observations cannot be established.